Event description:
It was reported that on (B)(6) 2009, a rectal catheter (not zassi) was inserted into a patient suffering from partial thickness burns to the back, bilateral buttocks and flank. On (B)(6) 2009, the patient was noted to have expelled the rectal catheter. A zassi bowel management system was then inserted the same day. On (B)(6) 2009, the zassi bowel management system (rectal catheter) was noted to be cut out the patient (expelled), and it was not reinserted. On (B)(6) 2009, rectal bleeding was noted to have developed. A colonoscopy was required and revealed ulceration in the anal canal with erythema and some slight clots. At the time of the colonoscopy, there was no active bleeding noted and no intervention was required.

Manufacturer narrative:
Results of the colonoscopy revealed lower gi bleed secondary to anal canal and distal rectal ulceration. The bleeding stopped on its own and annusol-hc rectal suppositories at hs were prescribed. There were no further adverse events reported.